Event description:
The lay user/patient contacted lifescan alleging that the product displayed "pc" on the screen, which was unresolved with troubleshooting. There were no allegations of harm or injury.